Event description:
On the literature article named "ceramic-on-ceramic vs ceramic-on-polyethylene, a comparative study with 10-year follow-up", it was reported that after a ep-fit plus plastic insert had been implanted on 2 patients, a revision surgery was scheduled for 2 patients from the cope group due to complaints related to excessive wear of the liner. It is unknown if the revision surgeries were already performed.

Manufacturer narrative:
G3, h2, h3 and h6: the study of van loon et. Al. [1] reports a comparative study with 10-year follow-up. It was reported that after a ep-fit plus plastic insert had been implanted on 2 patients, a revision surgery was scheduled for 2 patients from the cope group due to complaints related to excessive wear of the liner. It is unknown if the revision surgeries were already performed. The part and the batch number of this device are not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. A complaint history review was conducted. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.23 ed. 05/16. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medical documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1]: van loon j, hoornenborg d, van der vis hm, et al. Ceramic-on-ceramic vs ceramic-on-polyethylene, a comparative study with 10-year follow-up. World j orthop. 2021;12(1):14-23. Published 2021 jan 18. Doi:10.5312/wjo.v12.i1.14 d4: update part and lot number g2: update report source.